Event description:
It was reported that this artificial urinary sphincter (aus) was not coapting the urethra, resulting in recurring incontinence. A surgical procedure was performed in which the existing balloon was replaced with a higher pressure balloon. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).